Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the silicone balloon hysterosalpingography injection catheter would not aspirate after being inflated to specifications, so the ports had to be cut off in order to aspirate the fluid. The hysterosalpingography procedure was completed with this device, and there were no injuries or additional procedures reported.